Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported during lap gastric bypass procedure there were malformed staples. Suture clips were used to complete the case and secure the suture line manually. Device is returning. No patient consequence was reported.